Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (lit;dqy). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vacccess pta balloon catheter. During the procedure the balloon allegedly got stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon was returned stuck within an unknown brand unknown size sheath. The distal tip of the balloon was noted to be prolapsed, and the distal tip of the sheath was deformed. Blood residues were seen throughout the sheath and balloon. During functional testing, the balloon catheter was pulled proximally through the sheath, and high resistance was encountered at the distal end between the sheath and balloon at the site of the prolapse. The sheath was then cut and attempted to be removed but the prolapse part of the balloon would not allow it to go through the hub. Hence, the cut allowed for the sheath to be pulled proximally and remain in the proximal end of the catheter. The device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. The balloon was attempted to be inserted into in-house sheath but was not successful as the prolapsing at the distal end did not allow it to go through the sheath. Using an in-house presto inflation device, the balloon was attempted to be inflate, but the balloon was leaking as it was inadvertently cut when cutting the returned sheath. No further functional testing could be performed. Two photos were provided and reviewed. The first and second photo shows the vaccess device was loaded onto unknown brand sheath. The distal tip of the balloon was prolapsed, and it was protruding from the distal tip of the sheath; blood residues were seen throughout the sheath and balloon. No anomalies noted to the catheter hub. Therefore, the investigation is confirmed for the reported sheath removal difficulties as prolapsing were noted to the distal tip of the balloon, which could have caused difficulty in removing the device through the sheath. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure the balloon allegedly got stuck in the sheath. There was no reported patient injury.